Event description:
Us complainant reported the patient was on impella cp support due to having cardiogenic shock. During support, there were low pump flow alarms and echocardiography showed a left ventricle thrombus. The pump was explanted and an intra-aortic balloon pump (iabp) was placed. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smart assist system: section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the low pump flow and thrombus has been completed. The pump was not returned for analysis. Data logs were reviewed which showed that suction alarms occurred. Motor current (mc) spikes were observed at the same time of first suction followed drop in p-level. Flows were within specific limits with p-levels change, but at p-1 increase in flow observed and couple mc spikes observed. A few position alarms in aorta occurred that resolved with quick trouble shooting. A purge spike observed while pump run on p-1. Low pump flow changed to saturated flow based on data logs observation. The root cause of the saturated flow issue most likely was biomaterial ingestion (thrombus).